Event description:
Instant hot pack placed to left forearm, blisters noted by staff upon removal. Manufacturer response for pack, hot or cold, disposable, medline (per site reporter). Central supply has notified manufacturer.